Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the cable of the camera head was cut causing air leakage and there was flooding of the main body. Based on the results of the investigation, it is likely that the air leakage was due to damage to the cable. The cause of the damage could not be identified. A definitive root cause could not be determined for the main body flooding. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cable of the camera head was cut causing air leakage and there was flooding of the main body. There was no patient involvement.